Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was not receiving an audible beep when the insulin pump alarmed no delivery. The self-test passed. Customer's blood glucose level was 302 mg/dl. The device was not returned.